Event description:
The customer reported that the device failed the audio test while conducting op check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the complaint. It was found that a loose wire was disconnected from the speaker. The loose speaker wire was reconnected to resolve the problem. The device passed all performance and assurance tests and was returned to the customer for service.